Manufacturer narrative:
Required intervention checked. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that: DHR review for: 208.915 / 9612751; manufacturing location: (B)(4); manufacturing date: 22.aug.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was performed. The broken product was returned in a packaging different from the original packaging. The laser marking was readable. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All relevant dimensions for the function of the product were measured, and fulfill the specifications. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. Based on this the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. Unfortunately we are not able to determine the exact reason for these occurrences. No product fault could be detected. No corrective action required. Also we have received an intact washer (219.990 - 9889803), as the article is not damaged and no product problem reported. No further investigation will be done. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: washer 13.0mm (part # 219.990, lot # 9889803, quantity 1).

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). (B)(4): it was reported that the screw bent and broke postoperatively and required additional surgical intervention to revise the construct. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had 7.3mm cannulated screws l hip on (B)(6) 2016. Approx 12 weeks postoperative the x-ray showed cross tabulation, but not healed yet and patient was told he will have shortening on that leg and also cautioned not to mobilize full weight bearing on the limb. Patient complained of pain in the hip on (B)(6) 2016 with severe shortening and limping. X-ray showed broken and bent cannulated screws. Screws removed and l hip dhs done. Surgeon assumes that the patient was noncompliant and therefore screws bent and broke . Surgery delay is not reported. Surgery outcome is unknown. Patient outcome is unknown. This complaint involves three parts. This report is 2 of 3 for (B)(4).